Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a low insulin alert while they were sleeping and did not hear the alarm. Additionally, it was reported that the customers pump shutdown. Customer woke up with elevated blood glucose levels; levels were unknown. Customer was hospitalized on multiple occasions but customer declined to provide additional information and further troubleshooting with tandem technical support.